Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument from the hospital in a damaged condition. No information concerning the defect(s) was provided to isi. Additional information was requested, but no additional information was received.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .095 - .225 in length and not aligned with the tube axis. No other damage was found. The tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.